Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a bilateral partial vulvectomy in 2009. It was reported that the patient underwent pph hemorrhoidopexy and excision of columns of external hemorrhoids on (B)(6) 2011. It was reported that the patient underwent excision of tensor fascia lata graft on (B)(6) 2012 along with fascial sling using harvested fascia and cystoscopy. It was reported that the patient underwent boston scientific coaptite injections on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced chronic pelvic and vaginal area pain, severe bladder infections requiring constant antibiotics, excruciating pain during intercourse, painful urge incontinence, inability to sleep at night due to unrelenting pain and frequency of urination, pelvic pressure, inflammation and vaginal bleeding, physical pain and discomfort. The patient underwent mesh removal on 12/05/2011 and implantation of autologous sling due to pain. (B)(4).

Manufacturer narrative:
Date sent to FDA: (07/29/2016).

Manufacturer narrative:
: It has been reported that following insertion the patient experienced mixed incontinence, continuous leakage, urgency and post-void dribbling. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced mixed incontinence, continuous leakage, urgency and post-void dribbling.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete emptying, nocturia, bladder pain, and dysuria.

Event description:
It was reported that following insertion the patient experienced incomplete emptying, nocturia, bladder pain, and dysuria.